Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was mashed onto the bushing. Additionally, the control wire was found to be kinked and not attached to the clip assembly. Functionally, the clip was not able to be opened or closed. Furthermore, the clip assembly could not be deployed. The condition of the returned incident device was consistent with the complaint that the clip failed to release from the catheter. The evaluation confirmed that the clip assembly could not be deployed. The most probable root cause is considered operational context, as the product met design and manufacture specifications, but due to anatomical/procedural factors performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complaint, after grasping the tissue, the clip failed to release from the catheter. The physician was able to remove the clip without exacerbating the bleed and completed the procedure with another hemostatic clipping device. The account reported that the device was removed from the patient intact and that there was no delay due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.